Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the user¿s understanding differing from olympus¿ recommendation in handling of the subject device and/or reprocessing steps. Olympus will continue to monitor field performance for this device.

Event description:
The customer requested that olympus perform an in service with their staff. The pre-cleaning process was observed and an operator performed the pre-cleaning operation without using the air/water channel adapter as per device instructions. There was no patient involvement.

Manufacturer narrative:
During the onsite visit, the customer was advised on the pre-cleaning steps and accessories as described in the evis exera iii colonovideoscope user manual. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, a supplemental report will be filed.